Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had a high blood glucose on (B)(6) 2017 due to a bent cannula. They had to go to the emergency room due to the high blood glucose. The customer¿s blood glucose went up to 400 mg/dl while in therapy. The customer¿s blood glucose level at the time of admission was 522 mg/dl. They were treated and released. The customer stated their infusion sets were not sticking or would kink. Troubleshooting was performed. The device will not be returned for analysis.